Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer changed the battery of the insulin pump and it continued to beep. The caller stated that there was nothing on the screen; only time, date and reservoir icon. There is a dark circle on the screen and time is stuck on 6:52am, this is when the issue started. The customer's blood glucose was 128 mg/dl at the time of the incident. Troubleshooting was performed. The caller stated that there were no alarms occurred during, or after the battery change and the buttons of the device stopped responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No frozen screen noted. Time advanced properly. The insulin pump was monitored and no alarm anomaly or audio beep anomaly noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked belt clip slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.